Event description:
It was reported that the device was used during a laparoscopic bypass procedure, the activate blade broke off in the patient, tip was retrieved from patient. No adverse patient consequence.

Manufacturer narrative:
Evaluation summary: the analysis results confirmed that the device was returned with the distal tip of the blade broken off and missing. The fractured distance measured approximately 12.7mm from the top of the outer tube. The device functioned in air, while being activated. However, the device did not cut due to the condition of the blade. The identified blade damage may have occurred from external contact during pre-op or general use. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Therefore, the instructional insert warns: "scratches on the blade may lead to premature blade failure". Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process. However, the cause of this type of blade damage is currently being investigated.